Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy with the lumbar system. Surgical intervention was undertaken wherein the lumbar system was explanted.

Manufacturer narrative:
The date of event is estimated.